Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was loose and the customer was had difficulty charging the pump. Customer's blood glucose level was 74 mg/dl. Reportedly, the customer received a new usb cable.